Event description:
It was later reported that the meds and logs sheets were sent in. It was noted that the patient¿s nausea and vomiting occurred a couple of weeks prior to the pump fill. It was reported there were no current side effects (se) at the time of fill. It was noted that they expected 3 ml and got 17 ml. It was reported that a new catheter and pump ¿as noted posterior¿. It was noted that the old pump had not been explanted and was ¿expect to do in a month or so¿. It was noted that the office reports the patient was reporting increased pain relief.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the pump and catheter were not explanted. The health care provider (hcp) put a new pump and catheter in the patient¿s buttocks. The old pump and catheter remained in the patient¿s abdomen and were to be removed at a later date

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a volume discrepancy was observed during a refill on (B)(6) 2014. The expected residual volume (erv) was 3.1ml while the actual residual volume (arv) was 17ml. Pump logs did not show any problems with the pump. A side port access was scheduled to be performed within a couple hours of the report. The patient had experienced some nausea and diarrhea that began approximately 3 weeks prior to the report. The device system delivered dilaudid and baclofen. It was later reported that the side port study failed aspiration. A rotor study was also performed and was positive. A catheter replacement was being scheduled for the week following the report. It was later reported that the catheter replacement was to take place on (B)(6) 2014. The pump was likely to be replaced as well per physician preference. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2006, explanted: (B)(6) 2014, product type: catheter. Product ID: 8590-1, lot# j12369r, implanted: (B)(6) 2006, explanted: (B)(6) 2014, product type: accessory . Product ID: 8835, serial# (B)(4), product type: programmer. (B)(4).